Manufacturer narrative:
MFR's eval: there is no alleged device malfunction. No analysis was performed on the device. Eval: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specification and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device report 2 of 2. Reference MFR report: 1627487-2011-09308. The pt received the scs system on (B)(6) 2011. It was the reported the physician and the pt elected to explant the system as the pt's ipg pocket site was oozing and open. The pt expereienced severe pain at the ipg pocket site. The pt is allergic to gold and other elements associated with device components. No further pt complications were reported and the pt is doing well since the explant.